Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the moderately calcified, moderately tortuous anatomy resulted in the noted multiple sheath wrinkles in conjunction with the noted kinked and bent guidewire; thus resulting in the reported/noted difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left external lilac artery. The 9.4x40mm absolute pro self-expanding stent was deployed; however, during removal of the delivery system it met resistance with the guide wire. The delivery system and guide wire were removed as a single unit under fluoroscopy. The stent remained implanted. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left external lilac artery. The 9.4x40mm absolute pro self-expanding stent was deployed; however, during removal of the delivery system, resistance was met with the guide wire. The delivery system and guide wire were removed as a single unit under fluoroscopy. The stent remained implanted. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.